Event description:
Same case as #6000093-2006-02068 and 02069. It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. In 2005, a taxus express2 drug eluting stent was implanted in the proximal lad. In 2006, the pt presented, to a different facility, with chest pain that was described as indigestion, as well as nausea, shortness of breath, diaphoresis and throat discomfort. The pt reported not having had similar symptoms in the past. Due to financial reasons, the pt had discontinued all of his medications three weeks prior including plavix and anti-lipid therapy. The patient had an acute st elevation mi and was treated with aspirin, heparin, integrilin, beta blockers and nitrates and sent to the ccl. Access was obtained through the right femoral artery. The stented portion of the proximal lad was thrombosed with very faint distal lad filling. A 2.0x20mm balloon was used to make serial inflations in the proximal to mid lad improving flow down the lad, which was now timi 1 to timi 2. A large thrombus burden was at the stented segment. The patient became hemodynamically more unstable at this point. The physician felt that proceeding directly to stenting in an attempt to reconstitute the area and provide normal flow was the quickest way to electrical stability. A taxus express2 2.5x24mm drug eluting stent was advanced to the mid lad and just beyond an acute bend. The stent was deployed at 14 atm's. Stent placement improved blood flow, however, there remained a significant abnormality just proximal to this. This area was covered with a taxus express2 2.5x16mm drug eluting stent. A 2.75mm non-compliant balloon was used to post dilate the overlap of the stents and at the bend, to improve stent expansion. Final angiography of the lad showed timi 3 flow with no evidence of distal thrombus in the lad. There was a large first dx branch which had a small distal branch with evidence of thrombus; however, this was not felt to be a significant branch and intervention was not attempted on this section. The patient's rca appeared to be chronically occluded. The physician attempted to treat the rca, but was unable to cross the occlusion in the mid rca. It was felt that any further attempts to treat the occlusion would be risky. The pt's EKG and chest pain had resolved, and it was felt there was no significant additional benefit to aggressively attempting to open the rca. During the procedure, the patient had ventricular tachycardia and was defibrillated at 200 joules once and converted to sinus rhythm. The pt also had a run of atrial fibrillation. The patient was treated with IV amiodarone bolus and drip, a lidocaine bolus and magnesium sulfate. The anterior, anterolateral and apex portions of the heart appeared to be severely hypokinetic to dyskinetic. An intra-aortic balloon pump was placed. Augmented pressures were 120 mmhg as he left the lab. The patient's condition was described as critically ill and the plan was to treat with anti thrombotic therapy and anti platelet agents, reinitiate beta blocker and statin therapy. The patient was discharged three days later. Five days after discharge, the pt arrived to the ER via ambulance with transient st elevation in I and avl and looked sweaty and pale. Upon arrival to the ER, the patient looked better; so they decided to observe the patient. Increased anticoagulation therapy was initiated and an urgent rather than emergent cath was planned. In the unit, the patient continued to have "mild ongoing somewhat different pain". The second troponin came back more elevated that the initial and the patient was taken to the ccl. It was reported that the pt had been compliant with all of the medications including aspirin and plavix. Access was obtained through the left femoral artery. The lad was found to be totally occluded proximally with no distal flow and no collaterals. The physician was able to cross the stent, with some difficulty; however, this did not produce any reflow. A 3.0x15mm quantum balloon was used and dilated multiple times to pressures up to 20 atm's. This initially produced sluggish flow which increased to timi 3 flow after liberal ic ntg and nicardipine. A 2.5x8mm quantum maverick balloon and a 3.0x12mm quantum balloon were used to treat a jailed dx branch. Excellent results were achieved in the lad with no evidence of distal thrombus. The stents appeared to be well dilated. Natrecor and lasix were started prophylactically along with IV beta blockers. Then 300mg of plavix was given, and the patient was to be discharged on plavix 150mg bid and the physician was considering discharging the patient on coumadin for a minimum of three months. No further complications were reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed.